Event description:
The reporter stated the surgeon implanted an 11.5mm icm115v3 implantable collamer lens in 2006, in the patient's right (od) eye. The lens was explanted at approximately 6 weeks later, due to refractive surprise.